Event description:
It was reported that this left ventricular (lv) lead exhibited a loss of capture, prompting the patient to present to the emergency room. The patient was pacemaker-dependent and experienced pre-syncopal symptoms. Initial interrogation showed acceptable impedance and capture; however, later testing revealed significantly elevated impedance in bipolar configuration with no capture, while unipolar values remained within normal limits. It was suspected a lead fracture. The lv lead was subsequently explanted and replaced. A new right ventricular (rv) and coronary sinus (cs) lead were implanted, and the patient received a crt-p device. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: adverse event/product problem field (b1) in section b, adverse event/product problem. Outcomes attrib to adv event field (b2) in section b, adverse event/product problem. Type of reportable event field (h1) in section h, device manufacturers only. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead exhibited a loss of capture, prompting the patient to present to the emergency room. The patient was pacemaker-dependent and experienced pre-syncopal symptoms. Initial interrogation showed acceptable impedance and capture; however, later testing revealed significantly elevated impedance in bipolar configuration with no capture, while unipolar values remained within normal limits. It was suspected a lead fracture. The lv lead was subsequently explanted and replaced. A new right ventricular (rv) and coronary sinus (cs) lead were implanted, and the patient received a crt-p device. No additional adverse patient effects were reported. The device has been returned and analyzed.